Manufacturer narrative:
The customer also reported that the crew made attempts to clear the user advisory (ua) 45 message, however the issue would not resolve. The autopulse platform was returned to the manufacturer for evaluation on (B)(6) 2015. Visual inspection of the returned platform was performed and no physical damages were observed. A review of the platform's archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 45 messages were observed on (B)(6) 2015, thus confirming the customer's reported complaint. Per the autopulse resuscitation system model 100 user guide, the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was unable to be duplicated. The platform was run with for 15 minutes with a test mannequin and no problems were observed. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint of the platform displaying a ua 45 message was confirmed through review of the platform's archive data but was not replicated during functional testing. Review of the archive data indicated that the customer experienced a ua 45 message. Per the autopulse resuscitation system model 100 user guide,the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the ua 45 message. The platform successfully passed functional testing without any issues.

Event description:
It was reported that when the autopulse was powered on to initiate compressions during patient use, the platform immediately displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer reverted to manual CPR (exact length of time was not provided). The patient was transported to the emergency room for additional care. The outcome of the patient is unknown, however no adverse patient sequelae was reported. No additional details were provided.